Event description:
It was reported that during the implant procedure, the atrial lead exhibited high impedance and unacceptable thresholds. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.